Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000343263 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device did not work inside the tunnel. No energy to the jaws. They removed the cautery to test it outside the tunnel and away from the patient. When activating energy during this test, the jaws 'got super hot.' Another kit was opened and the procedure was successfully completed without issue. There was not a surgery delay aside from the couple minutes to open a new kit. No patient injury.